Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multiple minimum fill notifications occurred after filling cartridges with 150 units of insulin. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level 127 mg/dl. Reportedly, the customer changed out the cartridge and syringe and resumed insulin delivery.